Event description:
It was reported that the patient presented in the hospital experiencing ventricular tachycardia (vt). Upon review, it was noted that the implantable cardioverter defibrillator (ICD) delivered shocks but the vt was not converted. The therapies were turned off. Patient condition was unknown.